Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The site was changed and another occlusion alarm occurred. The infusion set was changed to address the event. Blood glucose was approximately 180 mg/dl.